Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this pacemaker exhibited a lead safety switch due to a high out of range pacing impedance measurement of greater than 2000 ohms on the right atrial channel. Due to the polarity switch, oversensing of noise was also observed. The pacemaker remains implanted and in service. No adverse patient effects were reported.